Event description:
It was reported that the insulin pump alarmed no delivery during bolus and motor error during rewind. Customer current blood glucose was 383 mg/dl and stated he was not connected with the insulin pump. Customer's blood glucose was 348 mg/dl when connected with the insulin pump and got no delivery. Customer treated with manual injection. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.